Event description:
It was learned from implant patient registry that a model 3300tfx 19mm aortic valve was explanted and replaced with an 11060a 21mm aortic valved conduit after an implant duration of 9 years, 5 months due to unknown reasons.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated the following fields: b5, b7, g3, g6, h2, and h6 (clinical code/device code). All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned from implant patient registry that a 19mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 5 months due to aortic stenosis. The patient presented with shortness of breath. The explanted valve was replaced with a 21mm 11060a aortic valved conduit. The patient was in recovery in the ICU post procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. All pertinent information available to edwards lifesciences has been submitted.